Event description:
It was reported that the carotid stenting procedure was flawless and took only 90 minutes. The pt was checked neurologically 5-10 minutes following the procedure and everything was fine; however, approximately 15 minutes later, the pt experienced limited movement in their right hand and foot. An angio was performed and the distal internal carotid artery was occluded. Three (3) doses of tpa medication (similar to reopro) @ 2 cc were administered to the pt for the clot and the flow was better. The pt had foot movement at this time; however, the right hand was not responding. Two days later, the pt fully recovered with no symptoms. Just prior to relase from the hosp, the pt died, but the physician strongly believes that the death was not related to the products used during the procedure.